Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition was observed as a posterior needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of vascular injury (tissue injury) is listed in the proglide instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The reported patient effect of injury (tissue injury) is a known inherent risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a thoracic aortic aneurysm interventional procedure. Reportedly, when the knot was advanced and locked, the suture came out and damaged the artery. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 21f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. Additionally, the damaged artery was repaired with the same two sutures. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.